Manufacturer narrative:
The customer received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device has no power. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device has no power. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the device and could not verify or duplicate the reported issue. Root cause could not be established. The customer received a replacement device. This device was archived by stryker.